Manufacturer narrative:
Non-surgical medical intervention required to remove stent. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted during a stenting procedure on (B)(6), 2010. According to the complainant, on (B)(6), 2010, the patient presented with vomiting, nausea and severe dehydration. Upon inspection, it was observed that the tumor had not infiltrated the stent, but that the tumor had eroded the esophagus. As a result of this erosion, the stent had fallen into the trachea. It was confirmed that there was no issue with the stent itself and the physician was able to remove the stent without issue. The physician was unable to re-stent the patient due to the size of the opening between the esophagus and trachea. The patient was listed as stable following this procedure.